Event description:
It was reported that during a clinic visit, the health care professional (hcp) experienced difficulties interrogating this cardiac resynchronization therapy pacemaker (crt-p) device. It was noted multiple attempts at troubleshooting efforts attempted were deemed to be unsuccessful. It was also noted there to be no magnetic response. Subsequently, a device replacement procedure was performed. This crt-p was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This crt-p was returned to facility and is awaiting analysis.